Event description:
On (B)(6) 2014, the lay user/ patient¿s girlfriend (reporter) contacted lifescan (lfs) and alleged the one touch ultra meter was not powering on. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The reporter does not know when the issue began. The reporter informed the cca that the patient does not take any medications to manage his diabetes. It is not known if the patient continued his usual diabetes management regimen or made changes after the power issue began. The reporter alleged the patient developed a symptoms of ¿sweating¿ after the product issue occurred (time/date unknown). The patient alleged seeking advice from hcp (date/time unknown) by attending a doctor¿s appointment; however it is not known what the patient was advised to do (advice unknown). At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter¿s battery as recommended in the owner¿s booklet. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test due to the meter not powering on, and reportedly developed a symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/26/2014), the patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/15/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.